Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the work order indicated a drawer failure, but there was no specific information about which drawer was affected. A field service engineer inspected both the main and auxiliary back panels for debris and tested several drawers; it was determined that the drawers were functioning properly. The system functioned as intended after the field service engineer troubleshot the device.